Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was giving an error message that could not be cleared. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the field service engineer (fse) and confirmed the reported problem. The fse powered on the unit and stated the unit passed operational checks. The rse then checked the logs and found codes 1109 twice. The fse checked the da pcb and solenoid pins. The fse found a pin for sol 2 that was bent inward and not making contact. The fse replaced the sol 2 and sol 4 as a preventative measure. The fse replaced sol 2 and sol 4 to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed flow sensor assembly was returned to the product investigation lab (pil). Pil was unable to confirm the reported of error code 1009, "pressure regulation high". Pil confirmed that this flow sensor assembly operated on the standard test bed (stb) without issue or error. This touchscreen was verified to be functional with no error.